Event description:
It was reported that the vcm (ventricular capture management) test showed high threshold but when double checked the threshold was good. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.